Event description:
It was reported that the right ventricular lead had a possible fracture. High pacing impedance and high threshold were also noted. The lead was inactivated, and then explanted and replaced with an epicardial lead the following day. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).